Event description:
Report received from france stating "sleeve does not enter the 1.8 mm incision. No patient impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received. Report 2 of 4.